Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) present to the hospital with the device not functioning properly. Upon inspection, a crack was found in the right cylinder connecting tube. The ipp pump and cylinder were explanted and replaced with a new pump and cylinder at a later date. No patient complications were reported.

Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ipp components underwent visual examination, microscopic inspection, and functional testing. A hole was found at the strain relief junction of the cylinder kink resistant tubing (krt) that was consistent with fatigue. The pump showed no evidence of leaks; however, the pump did not pass the activation test. Based on the information available and analysis results, the pump not passing the activation test and the hole found in the cylinder krt could limit device functionality. A conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) present to the hospital with the device not functioning properly. Upon inspection, a crack was found in the right cylinder connecting tube. The ipp pump and cylinder were explanted and replaced with a new pump and cylinder at a later date. No patient complications were reported.